Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
Related manufacturer ref: 3004936110-2023-00315. The patient's dog chewed through the power supply and power cord and exposed wires occurred. There were no adverse consequences reported by the patient.